Event description:
A report was received that the patient was experiencing discomfort and burning sensation at the pocket site. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively and the burning sensation at the pocket site had been resolved.